Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been competed. The reported problem (abnormal shutdown flags) has been confirmed. Upon eval it was found that the flash memory chips (B)(4) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.

Event description:
Zoll customer support reviewed the download of a (B)(6), male, pt, which revealed five abnormal shutdown flags. The pt was issued a replacement monitor.